Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse observed two patient samples that were filled to the top with liquid. Specimens were clearly diluted and cc side results for the affected samples were suppressed. Mc side tests were not suppressed and fell into expected range. The fse noted that the cc sample syringe was separated at t-valve. In addition, the cc sample probe was loose at level sense bead. The solenoid wash collar valve also showed signs that it was not washing correctly. The fse replaced the cc sample syringe, cc sample probe and solenoid wash collar valve which resolved the issue. The fse confirmed that the combination of damaged syringe and loose probe caused deionized water to dispense into samples. (B)(4).

Event description:
Customer reported a contained fluid leak from cap piercer. The instrument generated suppressed results with flagging. The customer also observed patient sample tubes filled to the top with fluid. No erroneous results were generated.